Manufacturer narrative:
(B)(4). Evaluation, results: dissection. Dissection, type ii endoleak. Conclusions: dissection, type ii endoleak.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a dissecting thoracic aortic aneurysm, approximately 1 month ago. The length of the aortic dissection is 30 mm with a maximum diameter of the thoracic aorta of 36 mm. The diameter of the proximal landing zone is 28 mm. Vessel morphology included mild access vessel tortuosity. It was reported that the left subclavian artery was intentionally covered by the stent graft. The proximal entry tear was covered but there was a type ii endoleak observed from the lsca that was unresolved. Six days after implant a blood clot at the origin of the subclavian artery and a focal dissection of the left subclavian were discovered on a CT scan. Shortly after the CT scan, the patient experienced neurologic compromise and loss of doppler tones in the left upper extremity. The patient underwent an urgent left subclavian thrombectomy. The patient recovered 1 day later. The investigator stated that the event was device related. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).